Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved. The operator was unable to complete rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The cycler was returned for service and the arterial air sensor was replaced due to intermittent signals. Facility staff reported that the patient runs heparin free treatments and cathflo activase will be used more frequently for the patient's catheter. Nxstage medical considers this report closed. No additional information will be provided.